Event description:
The user facility reported a 67 year-old female was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support, the purge flow increased and the purge pressures dropped. During evaluation, the nurse noticed a leak in the extension tubing coming from the yellow luer on the sidearm. A purge bypass was performed and the flows and pressures returned to normal. There was no patient harm reported.

Manufacturer narrative:
The investigation into the purge leak was completed. Neither the product nor the data logs were returned for investigation. However, the clinical information was sufficient in determining the root cause, given the results of prior failure investigations. It was concluded that the cause of the purge leak was sidearm yellow luer damage due to sodium bicarbonate use. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.